Event description:
It was reported that the customer experienced air bubbles in the infusion set tubing during pumping. The customer verified that there was no adverse impact to their blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue proactively by changing both the infusion set and the cartridge.